Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Additional information: d1, d4, g4.

Event description:
It was reported by the renasys touch pump indicated a ¿canister full¿ sign, and beeping alarm, but the canister was totally empty. The treatment was completed by changing to a new canister (different batch no.), which is a backup consumable from smith and nephew. No patient harm / injury reported.